Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the affiliate that the device malfunctioned (no other detail). Opened another device to complete the procedure. No adverse pt outcome.